Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following complete deployment, the valve was post-dilated using a 25 millimeter (mm) balloon aortic valvuloplasty (bav). During post-dilation, the valve dislodged from the annulus into the ascending aorta. A second, non-medtronic valve was implanted. No additional adverse patient effects were reported.